Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a data issue. Technical services (ts) offered troubleshooting options, however the health care professional (hcp) refused to try these. Ts recommended to have the local representative paged to interrogate the device. At this time, a successful interrogation has not been confirmed. This device remains in service. No adverse patient effects were reported.